Manufacturer narrative:
Zimmer biomet complaint (B)(4). Device brand name unknown. Device product code unknown. Device lot number and catalog number not provided/unknown. Reporter's name not provided/unknown. Device not returned.

Event description:
It was reported that an unknown zimmer screw fractured in the implant. The implant had to be removed. Tooth location 5.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One tapered screw-vent implant with mtx (tsvb11) was received. A visual inspection of the returned product identified a bottom portion of the fractured screw stuck in the implant drive feature. The alleged device malfunction was confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed. It was confirmed that all operations and inspections were executed as per applicable procedure. Lot was inspected and accepted by qa. A root cause cannot be determined.